Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side/right coil in the pelvic midline"), device breakage ("device breakage"), urogenital fistula ("vesicovaginal fistula") and adnexal torsion ("right fallopian tube torsion") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. In 2012, the patient experienced menstruation irregular ("hormonal changes describe: period as never regular"), acne ("hormonal changes describe: random acne"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, 2 years 1 month after insertion of essure, the patient experienced adnexal torsion (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nausea ("nausea,"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression,,"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), peripheral swelling ("leg and hand swelling"), loss of libido ("I don't have sex any more") and visual impairment ("vision/eye problems type: vision comes and goes,"). On (B)(6) 2015, the patient experienced urogenital fistula (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), infection ("infection (other"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), tooth disorder ("dental problems"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), abdominal pain ("gastrointestinal or digestive system condition: colicky pain"), alopecia ("hair loss"), allergy to metals ("nickel allergy") with rash and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, urogenital fistula, adnexal torsion, menstruation irregular, acne, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, cystitis, urinary tract infection, anxiety, tooth disorder, fibromyalgia, urinary incontinence, migraine, headache, depression, dyspareunia, dysmenorrhoea, fatigue, abdominal pain, nausea, alopecia, allergy to metals, peripheral swelling, loss of libido, visual impairment, weight increased, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hot flush, infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, peripheral swelling, tooth disorder, urinary incontinence, urinary tract infection, urogenital fistula, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) -2015: right lower quadrant pain hsg revealed retained coils with fractured coil in patient's right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hormonal changes describe: period was never regular, random acne, mood swings, hot flashes , abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rash, ebelly, apareunia (inability to have sexual intercourse), infection (other), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, psychological or psychiatric problems condition: anxiety/medically induced depression, autoimmune disorder type of disorder: fibromyalgia, bladder or urinary problems or changes-urinary incontinence, migraines / headaches, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: colicky pain; nausea, hair loss, perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side, pain, nickel allergy, on 1(B)(6) 2018: fu1+fu2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side/right coil in the pelvic midline"), device breakage ("device breakage /fragments of remaining coil"), embedded device ("fragments of remaining coil that had migrated and were embedded"), device dislocation ("fragments of remaining coil that had migrated and were embedded"), urogenital fistula ("vesicovaginal fistula"), adnexal torsion ("right fallopian tube torsion") and nausea ("nausea/ nauseated -come and goes") in a 38-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy and cholecystectomy. Concurrent conditions included fibromyalgia (not recovered prior to essure), yeast infection, cramp in lower abdomen, sulfonamide allergy and allergic reaction to analgesics. In 2012, the patient experienced menstruation irregular ("hormonal changes describe: period as never regular"), acne ("hormonal changes describe: random acne"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines / headaches"), headache ("headaches / severe headaches"), fatigue ("fatigue / tired"), vulvovaginal pain ("vaginal pain"), the first episode of back pain ("low back pain"), rash ("rash on my neck, chest and face / rash on hand"), the second episode of back pain ("back pain"), the first episode of abdominal pain ("abdominal pain") and asthenia ("weak"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain (50-60 lbs)") and obesity ("obese"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeds"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia worsened with essure"), visual impairment ("vision/eye problems type: vision comes and goes"), migraine with aura ("ocular migraines") and fungal infection ("yeast infection"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes / urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 2 years 1 month after insertion of essure, the patient experienced adnexal torsion (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nausea (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression / medically induced depression"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), alopecia ("hair loss / still have thinning of hair"), peripheral swelling ("leg and hand swelling"), loss of libido ("I don't have sex any more") and hiatus hernia ("hiatal hernia"). On (B)(6) 2015, the patient experienced urogenital fistula (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), infection ("infection (other"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dental caries ("dental problems : teeth breakage and cavities"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramps- constant pain"), the second episode of abdominal pain ("gastrointestinal or digestive system condition: colicky pain"), allergy to metals ("nickel allergy") with dermatitis allergic, post-traumatic stress disorder ("medically induced depression- ptsd"), tooth fracture ("dental problems : teeth breakage and cavities"), bacterial infection ("infection (esbl -yeast and bacteria)") and blood pressure decreased ("my blood pressure dropping very low"). The patient was treated with surgery (total hysterectomy, b/l salpingectomy), surgery (diagnostic laparoscopy, reduction of torsed right fallopian tube) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, urogenital fistula, adnexal torsion, menstruation irregular, acne, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, cystitis, urinary tract infection, anxiety, dental caries, fibromyalgia, urinary incontinence, migraine, headache, depression, dyspareunia, dysmenorrhoea, fatigue, the last episode of abdominal pain, nausea, alopecia, allergy to metals, peripheral swelling, loss of libido, visual impairment, weight increased, vulvovaginal pain, post-traumatic stress disorder, rash, migraine with aura, tooth fracture, the last episode of back pain, asthenia, hiatus hernia, fungal infection, bacterial infection, obesity and blood pressure decreased outcome was unknown. The reporter considered acne, adnexal torsion, allergy to metals, alopecia, anxiety, asthenia, bacterial infection, blood pressure decreased, cystitis, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hiatus hernia, hot flush, infection, loss of libido, menorrhagia, menstruation irregular, migraine, migraine with aura, mood swings, nausea, obesity, peripheral swelling, post-traumatic stress disorder, rash, tooth fracture, urinary incontinence, urinary tract infection, urogenital fistula, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of abdominal pain, the first episode of back pain, the second episode of abdominal pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antimicrobial susceptibility test resistant - in 2015: positive. Culture urine - on (B)(6) 2015: e. Coli positive. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: right lower quadrant pain. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: diminished blood flow within the right ovary. Ultrasound scan vagina - on (B)(6) 2015: normal uterus fallopian tubes. (B)(6) 2014: ultrasound pelvis - diminished blood flow within the right ovary. No associated ovarian swelling or mass, although underlying ovarian torsion is not excluded. No pelvic ascites. (B)(6) 2015: ultrasound scan vagina - normal uterus fallopian tubes and ovaries bilaterally 2(B)(6) 2015: hsg revealed retained coils with fractured coil in patient's right fallopian tube. The right coil appears to be discontinuous near its tip and is likely fractured about 1 cm from the tip. The distal portion of the coil appears to be broken or discontinuous as noted. (B)(6) 2015: surgical pathology report: uterus, remnant of right fallopian tubes with fractured essure coil on the right and remnant of essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : yeast infection, back pain, pelvic pain, nausea, abdominal pain, dyspareunia, adnexal torsion, urinary incontinence, alopecia, weight gain, urinary tract infection, fatigue, vesicovaginal fistula, asthenia, anxiety, depression, headache, migraine, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Added event fragments of remaining coil that had migrated, embedded, blood pressure dropping. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side/right coil in the pelvic midline"), device breakage ("device breakage"), urogenital fistula ("vesicovaginal fistula") and adnexal torsion ("right fallopian tube torsion") in a 38-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, yeast infection and cramp in lower abdomen. In 2012, the patient experienced menstruation irregular ("hormonal changes describe: period as never regular"), acne ("hormonal changes describe: random acne"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), vulvovaginal pain ("vaginal pain") and back pain ("low back pain"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, 2 years 1 month after insertion of essure, the patient experienced adnexal torsion (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nausea ("nausea,"). In march 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression,,"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), peripheral swelling ("leg and hand swelling"), loss of libido ("I don't have sex any more") and visual impairment ("vision/eye problems type: vision comes and goes,"). On (B)(6) 2015, the patient experienced urogenital fistula (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), infection ("infection (other"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), tooth disorder ("dental problems"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), abdominal pain ("gastrointestinal or digestive system condition: colicky pain"), alopecia ("hair loss"), allergy to metals ("nickel allergy") with dermatitis allergic and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy, b/l salpingectomy) and surgery (total hysterectomy, b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, urogenital fistula, adnexal torsion, menstruation irregular, acne, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, cystitis, urinary tract infection, anxiety, tooth disorder, fibromyalgia, urinary incontinence, migraine, headache, depression, dyspareunia, dysmenorrhoea, fatigue, abdominal pain, nausea, alopecia, allergy to metals, peripheral swelling, loss of libido, visual impairment, weight increased, vulvovaginal pain and back pain outcome was unknown. The reporter considered abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hot flush, infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, peripheral swelling, tooth disorder, urinary incontinence, urinary tract infection, urogenital fistula, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy was noted in product explant date which was previously reported as 10-jun-2015 and in medical record it was reported as 20-mar-2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-feb-2013: total bilateral occlusion; on 29-apr-2015: right lower quadrant pain hsg revealed retained coils with fractured coil in patient's right fallopian tube. The right coil appears to be discontinuous near its tip and is likely fractured about 1 cm from the tip. The distal portion of the coil appears to be broken or discontinuous as noted. Concerning the injuries reported in this case, the following one were in patient¿s medical records confirming pelvic pain. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - lot number was added. New reporter and concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side/right coil in the pelvic midline"), device breakage ("device breakage"), urogenital fistula ("vesicovaginal fistula"), adnexal torsion ("right fallopian tube torsion") and nausea ("nausea/ nauseated -come and goes") in a 38-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy and cholecystectomy. Concurrent conditions included fibromyalgia (not recovered prior to essure), yeast infection, cramp in lower abdomen, sulfonamide allergy and allergic reaction to analgesics. In 2012, the patient experienced menstruation irregular ("hormonal changes describe: period as never regular"), acne ("hormonal changes describe: random acne"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines / headaches"), headache ("headaches / severe headaches"), fatigue ("fatigue / tired"), vulvovaginal pain ("vaginal pain"), the first episode of back pain ("low back pain"), rash ("rash on my neck, chest and face / rash on hand"), the second episode of back pain ("back pain"), the first episode of abdominal pain ("abdominal pain") and asthenia ("weak"). On(B)(6)2012, the patient had essure inserted. In january 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain (50-60 lbs)") and obesity ("obese"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeds"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia worsened with essure"), visual impairment ("vision/eye problems type: vision comes and goes"), migraine with aura ("ocular migraines") and the first episode of fungal infection ("yeast infection"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes / urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, 2 years 1 month after insertion of essure, the patient experienced adnexal torsion (seriousness criterion medically significant). On (B)(6)2014, the patient experienced nausea (seriousness criterion medically significant). In march 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression / medically induced depression"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In june 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), alopecia ("hair loss / still have thinning of hair"), peripheral swelling ("leg and hand swelling"), loss of libido ("I don't have sex any more") and hiatus hernia ("hiatal hernia"). On (B)(6)2015, the patient experienced urogenital fistula (seriousness criterion medically significant). On an unknown date, the patient experienced infection ("infection (other"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dental caries ("dental problems : teeth breakage and cavities"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramps- constant pain"), the second episode of abdominal pain ("gastrointestinal or digestive system condition: colicky pain"), allergy to metals ("nickel allergy") with dermatitis allergic, the second episode of fungal infection ("yeast infection"), post-traumatic stress disorder ("medically induced depression- ptsd"), tooth fracture ("dental problems : teeth breakage and cavities") and bacterial infection ("infection (esbl -yeast and bacteria)"). The patient was treated with surgery (total hysterectomy, b/l salpingectomy), surgery (total hysterectomy, b/l salpingectomy), surgery (diagnostic laparoscopy, reduction of torsed right fallopian tube) and surgery. Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, urogenital fistula, adnexal torsion, menstruation irregular, acne, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, cystitis, urinary tract infection, anxiety, dental caries, fibromyalgia, urinary incontinence, migraine, headache, depression, dyspareunia, dysmenorrhoea, fatigue, the last episode of abdominal pain, nausea, alopecia, allergy to metals, peripheral swelling, loss of libido, visual impairment, weight increased, vulvovaginal pain, the last episode of fungal infection, post-traumatic stress disorder, rash, migraine with aura, tooth fracture, the last episode of back pain, asthenia, hiatus hernia, bacterial infection and obesity outcome was unknown. The reporter considered acne, adnexal torsion, allergy to metals, alopecia, anxiety, asthenia, bacterial infection, cystitis, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hiatus hernia, hot flush, infection, loss of libido, menorrhagia, menstruation irregular, migraine, migraine with aura, mood swings, nausea, obesity, peripheral swelling, post-traumatic stress disorder, rash, tooth fracture, urinary incontinence, urinary tract infection, urogenital fistula, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of abdominal pain, the first episode of back pain, the first episode of fungal infection, the second episode of abdominal pain, the second episode of back pain and the second episode of fungal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antimicrobial susceptibility test resistant - in 2015: positive culture urine - on (B)(6) 2015: e. Coli positive hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; on (B)(6)-2015: right lower quadrant pain pregnancy test urine - on (B)(6)2014: negative ultrasound pelvis - on (B)(6)2014: diminished blood flow within the right ovary ultrasound scan vagina - on (B)(6)2015: normal uterus fallopian tubes (B)(6)2014 ultrasound pelvis - diminished blood flow within the right ovary. No associated ovarian swelling or mass, although underlying ovarian torsion is not excluded. No pelvic ascites. (B)(6)2015 ultrasound scan vagina - normal uterus fallopian tubes and ovaries bilaterally (B)(6)-2015 hsg revealed retained coils with fractured coil in patient's right fallopian tube. The right coil appears to be discontinuous near its tip and is likely fractured about 1 cm from the tip. The distal portion of the coil appears to be broken or discontinuous as noted. (B)(6)2015 surgical pathology report: uterus, remnant of right fallopian tubes with fractured essure coil on the right and remnant of essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : yeast infection, back pain, pelvic pain, nausea, abdominal pain, dyspareunia, adnexal torsion, urinary incontinence, alopecia, weight gain, urinary tract infection, fatigue, vesicovaginal fistula, asthenia, anxiety, depression, headache, migraine, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records. Added new reporters. Added historical condition, lab data and concomitant diseases.added events obesity, fungal infection, bacterial infection , post-traumatic stress disorder, rash, migraine with aura, abdominal pain , back pain, asthenia, hiatus hernia. Event dental problems updated to dental caries and tooth fracture, updated as reported terms for nausea, menorrhagia, fatigue, alopecia. Updated onset date for visual impairment, fibromyalgia, menorrhagia, vaginal haemorrhage, migraine , headache, device breakage, weight increased. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side/right coil in the pelvic midline'), device breakage ('device breakage /fragments of remaining coil'), embedded device ('fragments of remaining coil that had migrated and were embedded'), device dislocation ('fragments of remaining coil that had migrated and were embedded/penetrating out of my tube in to my bowel/coil has also migrated in to uterus'), urogenital fistula ('vesicovaginal fistula'), adnexal torsion ('right fallopian tube torsion') and nausea ('nausea/ nauseated -come and goes') in a 38-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy and cholecystectomy. Concurrent conditions included fibromyalgia (not recovered prior to essure), yeast infection, cramp in lower abdomen, sulfonamide allergy and allergic reaction to analgesics. Concomitant products included aceclofenac (zynac) since 2002 and biotin since 2015. In 2012, the patient experienced menstruation irregular ("hormonal changes describe: period as never regular"), acne ("hormonal changes describe: random acne"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and asthenia ("weak"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient was found to have blood pressure decreased ("my blood pressure dropping very low"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2012, the patient experienced headache ("headaches / severe headaches"), fatigue ("fatigue / tired"), colicky ("gastrointestinal or digestive system condition: colicky pain"), pelvic pain ("pelvic pain"), low back pain ("low back pain") and rash ("rash on my neck, chest and face / rash on hand"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeds"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and obesity ("obese") and was found to have weight increased ("weight gain / loss specify which one: weight gain (50-60 lbs)"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia worsened with essure"). In 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), visual impairment ("vision/eye problems type: vision comes and goes"), migraine with aura ("ocular migraines"), tooth fracture ("dental problems : teeth breakage and cavities") and fungal infection ("yeast infection"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced adnexal torsion (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nausea (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression / medically induced depression") and alopecia ("hair loss / still have thinning of hair"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced peripheral swelling ("leg and hand swelling") and loss of libido ("I don't have sex any more"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and urinary incontinence ("bladder or urinary problems or changes / urinary incontinence"). On (B)(6) 2015, the patient experienced urogenital fistula (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced hiatus hernia ("hiatal hernia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type: rash belly"), infection ("infection (other"), dental caries ("dental problems : teeth breakage and cavities"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramps- constant pain"), allergy to metals ("nickel allergy"), post-traumatic stress disorder ("medically induced depression- ptsd"), bacterial infection ("infection (esbl -yeast and bacteria)"), nightmare ("nightmare"), gait disturbance ("I could barely walk") and insomnia ("sleeping was difficult"). The patient was treated with surgery (diagnostic laparoscopy, reduction of torsed right fallopian tube, total hysterectomy, b/l salpingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, embedded device, device dislocation, urogenital fistula, adnexal torsion, menstruation irregular, acne, mood swings, hot flush, vaginal haemorrhage, menorrhagia, dermatitis allergic, female sexual dysfunction, infection, cystitis, urinary tract infection, anxiety, dental caries, fibromyalgia, urinary incontinence, migraine, headache, depression, dyspareunia, dysmenorrhoea, fatigue, colicky, nausea, alopecia, allergy to metals, peripheral swelling, loss of libido, visual impairment, weight increased, vulvovaginal pain, low back pain, post-traumatic stress disorder, rash, migraine with aura, tooth fracture, back pain, abdominal pain, asthenia, hiatus hernia, fungal infection, bacterial infection, obesity, blood pressure decreased, nightmare, gait disturbance and insomnia outcome was unknown. The reporter considered abdominal pain, acne, adnexal torsion, allergy to metals, alopecia, anxiety, asthenia, back pain, bacterial infection, blood pressure decreased, cystitis, dental caries, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, gait disturbance, headache, hiatus hernia, hot flush, infection, insomnia, loss of libido, menorrhagia, menstruation irregular, migraine, migraine with aura, mood swings, nausea, nightmare, obesity, pelvic pain, peripheral swelling, post-traumatic stress disorder, rash, tooth fracture, urinary incontinence, urinary tract infection, urogenital fistula, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, colicky and low back pain to be related to essure. The reporter commented: 5 multiple surgeries, 4th surgery was from complication after (B)(6) 2015 hysterectomy called as vesicovaginal fistula. The surgery separated the organs and closed the 3/4 inch hole between them by using pig bladder tissue. Diagnostic results (normal ranges are provided in parenthesis if available): antimicrobial susceptibility test - in 2015: results: positive. Culture urine - on (B)(6) 2015: results: e. Coli positive. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2015: results: right lower quadrant pain. Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound pelvis - on (B)(6) 2014: results: diminished blood flow within the right ovary. Ultrasound scan vagina - on (B)(6) 2015: results: normal uterus fallopian tubes. Diagnostic results: (B)(6) 2014 ultrasound pelvis - diminished blood flow within the right ovary. No associated ovarian swelling or mass, although underlying ovarian torsion is not excluded. No pelvic ascites. (B)(6) 2015 ultrasound scan vagina - normal uterus fallopian tubes and ovaries bilaterally (B)(6) 2015 hsg revealed retained coils with fractured coil in patient's right fallopian tube. The right coil appears to be discontinuous near its tip and is likely fractured about 1 cm from the tip. The distal portion of the coil appears to be broken or discontinuous as noted. (B)(6) 2015 surgical pathology report: uterus, remnant of right fallopian tubes with fractured essure coil on the right and remnant of essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : yeast infection, back pain, pelvic pain, nausea, abdominal pain, dyspareunia, adnexal torsion, urinary incontinence, alopecia, weight gain, urinary tract infection, fatigue, vesicovaginal fistula, asthenia, anxiety, depression, headache, migraine, fibromyalgia. Nightmare, I could barely walk, sleeping was difficult. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: information received from social media: new events nightmare, I could barely walk, sleeping was difficult were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) please describe and state the location of the perforation: device went from fallopian tube into uterus on right side/right coil in the pelvic midline"), device breakage ("device breakage"), urogenital fistula ("vesicovaginal fistula"), adnexal torsion ("right fallopian tube torsion") and nausea ("nausea/ nauseated -come and goes") in a 38-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy and cholecystectomy. Concurrent conditions included fibromyalgia (not recovered prior to essure), yeast infection, cramp in lower abdomen, sulfonamide allergy and allergic reaction to analgesics. In 2012, the patient experienced menstruation irregular ("hormonal changes describe: period as never regular"), acne ("hormonal changes describe: random acne"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), migraine ("migraines / headaches"), headache ("headaches / severe headaches"), fatigue ("fatigue / tired"), vulvovaginal pain ("vaginal pain"), the first episode of back pain ("low back pain"), rash ("rash on my neck, chest and face / rash on hand"), the second episode of back pain ("back pain"), the first episode of abdominal pain ("abdominal pain") and asthenia ("weak"). On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced weight increased ("weight gain / loss specify which one: weight gain (50-60 lbs)") and obesity ("obese"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeds"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia worsened with essure"), visual impairment ("vision/eye problems type: vision comes and goes"), migraine with aura ("ocular migraines") and fungal infection ("yeast infection"). In 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes / urinary incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 2 years 1 month after insertion of essure, the patient experienced adnexal torsion (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced nausea (seriousness criterion medically significant). In march 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression / medically induced depression"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In june 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), alopecia ("hair loss / still have thinning of hair"), peripheral swelling ("leg and hand swelling"), loss of libido ("I don't have sex any more") and hiatus hernia ("hiatal hernia"). On (B)(6) 2015, the patient experienced urogenital fistula (seriousness criterion medically significant). On an unknown date, the patient experienced infection ("infection (other"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), dental caries ("dental problems : teeth breakage and cavities"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramps- constant pain"), the second episode of abdominal pain ("gastrointestinal or digestive system condition: colicky pain"), allergy to metals ("nickel allergy") with dermatitis allergic, post-traumatic stress disorder ("medically induced depression- ptsd"), tooth fracture ("dental problems : teeth breakage and cavities") and bacterial infection ("infection (esbl -yeast and bacteria)"). The patient was treated with surgery (total hysterectomy, b/l salpingectomy), surgery (total hysterectomy, b/l salpingectomy), surgery (diagnostic laparoscopy, reduction of torsed right fallopian tube) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, urogenital fistula, adnexal torsion, menstruation irregular, acne, mood swings, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, cystitis, urinary tract infection, anxiety, dental caries, fibromyalgia, urinary incontinence, migraine, headache, depression, dyspareunia, dysmenorrhoea, fatigue, the last episode of abdominal pain, nausea, alopecia, allergy to metals, peripheral swelling, loss of libido, visual impairment, weight increased, vulvovaginal pain, post-traumatic stress disorder, rash, migraine with aura, tooth fracture, the last episode of back pain, asthenia, hiatus hernia, fungal infection, bacterial infection and obesity outcome was unknown. The reporter considered acne, adnexal torsion, allergy to metals, alopecia, anxiety, asthenia, bacterial infection, cystitis, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hiatus hernia, hot flush, infection, loss of libido, menorrhagia, menstruation irregular, migraine, migraine with aura, mood swings, nausea, obesity, peripheral swelling, post-traumatic stress disorder, rash, tooth fracture, urinary incontinence, urinary tract infection, urogenital fistula, uterine perforation, vaginal haemorrhage, visual impairment, vulvovaginal pain, weight increased, the first episode of abdominal pain, the first episode of back pain, the second episode of abdominal pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antimicrobial susceptibility test resistant - in 2015: positive. Culture urine - on (B)(6) 2015: e. Coli positive. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on 29-apr-2015: right. Lower quadrant pain. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: diminished blood flow within the right ovary. Ultrasound scan vagina - on (B)(6) 2015: normal uterus fallopian tubes . (B)(6) 2014 ultrasound pelvis - diminished blood flow within the right ovary. No associated ovarian swelling or mass, although underlying ovarian torsion is not excluded. No pelvic ascites. (B)(6) 2015. Ultrasound scan vagina - normal uterus fallopian tubes and ovaries bilaterally. (B)(6) 2015. Hsg revealed retained coils with fractured coil in patient's right fallopian tube. The right coil appears to be discontinuous near its tip and is likely fractured about 1 cm from the tip. The distal portion of the coil appears to be broken or discontinuous as noted. (B)(6) 2015. Surgical pathology report: uterus, remnant of right fallopian tubes with fractured essure coil on the right and remnant of essure coil on the left. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : yeast infection, back pain, pelvic pain, nausea, abdominal pain, dyspareunia, adnexal torsion, urinary incontinence, alopecia, weight gain, urinary tract infection, fatigue, vesicovaginal fistula, asthenia, anxiety, depression, headache, migraine, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.